Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code, and no notable events occurred before the issue. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.